Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut down while in use with a patient. Pacing was resumed after powering the epg back on. The patient was transferred to a different hospital with the epg and the nurse noticed a change of rhythm and that the epg had powered off again. It was recommended that the epg be removed from service. The status of the epg is unknown. No patient complications have been reported as a result of this event.